Event description:
It was reported that the nurse noticed that breakage of the ampule of the monomer in the storage warehouse of the hospital. There was irritating odor. The nurse said staffs of the hospital did not hit or fall the box of the cement. The box of the cement had no damage.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s

Event description:
It was reported that the nurse noticed that breakage of the ampule of the monomer in the storage warehouse of the hospital. There was irritating odor. The nurse said staffs of the hospital did not hit or fall the box of the cement. The box of the cement had no damage.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Based on the information provided by the customer, there was an odour coming from the product when the reported damage was noted. This indicates that the ampoule was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the visual inspection of the event, it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation.